Event description:
It was reported that a patient underwent an anterior pelvic floor repair on (B) (6) 2010. Following the initial dissection, a cystoscopy was performed with no apparent bladder injury. The mesh was placed into the anterior vaginal wall using the anterior inserter as per instructions for use. The vaginal wall was closed and a non mesh repair and sacrospinous hitch was performed on the posterior vaginal wall. At the end of the procedure, a further cystoscopy was performed and there was mesh in the bladder. The bladder had been perforated during mesh insertion. The mesh was removed from the bladder and the anterior vaginal wall. The bladder was repaired and anterior vaginal wall was closed. Consultation from a urologist followed.

Manufacturer narrative:
(B) (4). (B) (4). Conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.